Event description:
It was reported that during the implant of the right ventricular lead, the lead became deformed due to operator error. The lead was not used and a new lead was implanted. During the implant of the left ventricular lead, the catheter and lead became softened and the supporting force was compromised due to the lengthy procedure. The catheter and lead were not used and a new catheter was used to implant a different left ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.